Manufacturer narrative:
(B)(4). Review of the returned stem confirmed the presence of residue on the polished surface. This device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that upon opening the implant, it was noticed that the plastic wrap around the implant was stuck to the implant. When the plastic wrap was removed, some plastic was left stuck to the stem.